Event description:
A report was received that the patient will undergo an ipg replacement due to receiving an error code on the remote control.

Manufacturer narrative:
The explanted ipg passed visual, electrical, and performance tests. The ipg exhibits normal device characteristics.

Event description:
A report was received that the patient will undergo an ipg replacement due to receiving an error code on the remote control.